Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the md was performing according to the IFU. After one use in the patient, the catheter was removed from the patient's body to remove the thrombus from the basket. The tip of the catheter fell while cleaning the basket with gauze dampened with water. A new kit was used.

Manufacturer narrative:
(B)(4). The customer returned a 7 fr ptd catheter and a ptd rotator for evaluation. The samples both showed evidence of use. The customer report stated the catheter tip separated, however, visual examination of the tip revealed no defects or anomalies. Visual examination of the ptd catheter body revealed that the outer and inner coils of the catheter body had unraveled and become deformed directly adjacent to the basket connector. The clear shrink tubing that extends to the base of the basket connector was present on the catheter body. The orange lumen of the basket was housed within the connector assembly as expected. The ptd basket tip measured 0.591" which is within specification. The distance between the sheath and basket connector assembly (when fully advanced) measured 1.75 mm which is also within specification. The ptd basket was able to be retracted back into the sheath, although slight resistance was met. Functional testing was performed by attaching the ptd catheter to the rotator and pressing the black on/off power button. When the rota tor was turned on, the basket rotated as expected. (Con't) other remarks: the current instructions-for-use (IFU) provided with this product provides guidance on the use of this product and warns the user to ensure the exposed portion of the catheter remains straight at all times to aid in successful basket deployment that the catheter assembly is not to be advanced forward during activation. It also states that potential fatigue failure of the torque cable and fragmentation basket may occur with prolonged activation and recommends a limited activation time of 30-60 seconds. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. The reported complaint for the ptd catheter tip separation could not be confirmed, however, damage to the ptd catheter body was confirmed through visual examination of the returned sample. The coils of the catheter body were unraveled and deformed adjacent to the basket connector. This type of damage is typical of the catheter getting caught within the vessel during use. The returned sample met all relevant dimensional specifications and the catheter showed obvious evidence of use. Based on the condition of the returned sample, it was determined that operational context caused or contributed to this complaint. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer reports: the md was performing according to the IFU. After one use in the patient, the catheter was removed from the patient's body to remove the thrombus from the basket. The tip of the catheter fell while cleaning the basket with gauze dampened with water. A new kit was used.